Event description:
Caller reported intermittent occlusion alarms. The customers blood glucose level was 502 mg/dl on (B)(6) 2026. Elevate blood glucose was addressed with a correction bolus via the pump. The customer resolved the occlusions by changing the infusion set and cartridge, resuming insulin delivery. The customer also reported using the cartridge over 72 hours which is off label use.